Manufacturer narrative:
The cause of the discordant advia centaur xp thcg result is unknown but appears to be related to the specific sample as a follow up sample from the same patient yields a negative result. The sample is not available for additional testing. The instrument is performing within specification. No further evaluation of the device is required. The limitations section of the instructions for use states: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal nonpregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results, sometimes in consultation with other medical experts." "This kit is not intended for any use other than assessment of pregnancy status."

Manufacturer narrative:
The initial MDR 1219913-2014-00147 was filed on june 3, 2014 for the observation of an advia centaur xp thcg result of 15 - 20 miu/ml. The result was questioned by the physician and the patient was re-drawn. The result of the second sample was negative. On july 2, 2014: corrected information - the date of the event was originally stated as (B)(6) 2014. The correct date of the event is (B)(6) 2014. In addition, the date of the testing of the second sample was provided as (B)(6) 2014 and the correct date is (B)(6) 2014. Additional information - the following information was not available when the initial MDR was filed. Advia centaur xp thcg reagent lot 029266 expiration date october 14, 2014 was used for the testing. (B)(6).

Event description:
Customer observed an advia centaur xp thcg result of 15 -20 miu/ml and the result was questioned by the physician. The sample was tested on an alternate platform and a low positive result was obtained. The patient was re-drawn 2 days after the initial draw and the result was negative on the advia centaur xp thcg assay. The patient required emergency surgery but declined the surgery until the issue was resolved. There are no reports of adverse health consequences based on the questioned result. Customer is a reference laboratory. Patient information is not available.